Event description:
The customer reported hemoglobin and hematocrit (h&h) checks failed, mode-to-mode not matching, elevated white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and low mean cell volume (mcv) results involving the coulter lh 750 hematology analyzer. The customer indicated the manual calibration factors were incorrectly inputted on the instrument by a beckman coulter field service engineer (fse) on the event date. It is unknown if the questioned results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The fse cleaned the blood sampling valve (bsv) and shear valves and verified system performance. The fse performed mode-to-mode calibration, utilizing normal control. The fse adjusted wbc, rbc, hgb, and mcv manual calibration factors and re-verified reproducibility in the manual and auto mode. Service activity performed was verified to meet the specified requirements per established procedures. The issue was resolved, and the instrument was returned to normal operation.